Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side ruptured device. The device was explanted and replaced.

Event description:
Physician reported left side ruptured device. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified there were broken and missing portions of the shell. A weight test of the device was performed which verified the device was underweight. A microscopic analysis was performed which identified a break in the shell with a sharp edge with nicks assessed as a surgical impact opening. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp edge break in the shell with nicks due to a surgical impact opening, and missing shell assessed as inconclusive.

Event description:
Physician reported left side ruptured device. The device was explanted and replaced.